Event description:
The airseal on the robot tower had a critical failure. The failure occurred while on clamp. Circulator reported there was air and fluid leaking from machine. Total clamp time for a functioning back up machine was 14 minutes, with much of that occurring while the pneumo was partially held.